Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely reasonably known information suggests probable causes such as damage of parts due to deterioration/ deformation/ some kind of physical stress. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited the bending rubber bonding section was chipped (missing). There was no patient involvement.